Event description:
Legal papers allege the plaintiff underwent revision surgery because the polyethylene parts of the orthopedic implant became defective and broke up into small pieces. Medical records indicate "the patella was everted and the patella button was noted to be loose within the anterior compartment. The pegs had been sheared off. "Poly wear of the insert noted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.